Manufacturer narrative:
Patient date of birth and weight not available for reporting. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while repairing an ankle fracture with the 2.7/3.5mm locking compression plate (lcp) distal fibula plate on (B)(6) 2017, the 2.0mm drill bit converged with the previously placed lag screw, causing the tip of the drill bit to break off in the distal fibula. There was no attempt to remove the broken part as there was no access to it. The tip of 2.0mm drill bit remains embedded in the distal fibula. Surgery was completed successfully with a delay of approximately 2 minutes. Patient status reported as successful. Concomitant devices reported: lag screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.